Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reset the cartridge however the cartridge alarm recurred.reportedly,the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer was interested in obtaining a loaner pump.there was no adverse impact to the customer¿s blood glucose level.